Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Information received from the same report as MFR's: 2029214-2016-00507, 2029214-2016-00508.

Event description:
Medtronic received information that three pipeline devices did not open properly. It was reported that the first device (ped-500-16) was advanced to the distal internal carotid artery (ica) as there were multiple aneurysms in the distal (ica). The physician unsheathed the tip coil and the first 5mm of device, and then waited for pipeline to open. The device slightly opened on the distal end, so the physician manipulated by pulling entire system and loading slightly. The device opened, and then the entire system was pulled into desired location. However, the device was pulled too proximal, so the device was resheathed to the distal marker and was then pushed distally. Once it was at the desired location, the physician began to unsheath again, but the distal end did not look uniform. As the device opened slightly, but a kink 5-10 mm from the distal end was noted. The physician continued to deploy, thinking it would open up, but the kink remained. An attempt to resheath the distal to the kink and deploy again, but same thing was noted. The device was removed and a new device was attempted. A second device (ped-500-14) was attempted and the same problem was encountered, except this device never opened up fully on distal end and a kink was also noted at 5-10 mm. The device was resheathed up to distal marker, and deployed again, and the distal end also did not look uniform. The device was removed and a new guidecatheter and microcatheter were used to deliver a new pipeline. The third pipeline (ped-500-12) did not open up easily, and kink was still there about 5-10 mm from the distal end. The physician deployed about half the device and then put a lot of forward pressure on entire system. The device opened enough so that a balloon could be used to open the device completely. No patient injury was reported. The patient was treated for multiple aneurysms, one of which was ruptured.

Manufacturer narrative:
Correction/additional information: the device was not returned for analysis as it was implanted in the patient. Based on the customer's photos, the customer's report was not confirmed. Without return of the device we are unable to determine the cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.